Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that remote transmission showed the patient had received atp therapy due to oversensing of noise on the ventricular channel. Further evaluation of the lead was recommended.